Event description:
It was reported the pt had no stimulation sensation. He last felt stim the morning prior. In addition, following strenuous activity or exercise (shoveling snow), he felt a burning sensation in his back where the lead is implanted. The pt was instructed to turn up the stim, but still could not feel stim sensation. The pt had just moved and did not have a f/u physician. The pt was provided a list of physicians and it was recommended to f/u with a physician.